Event description:
While treating a pt with the model 3100a, the "oscillator overheat" caution lamp was activated. Although the 3100a continued to operate properly, the user took the pt off as a precaution without any apparent compromise to the pt.